Event description:
Philips received a complaint indicating that the device cannot charge in synchronization mode. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer, customer judged that the charging unit part of device is defective. Customer did not require for philips onsite evaluation. Customer confirmed that the charging unit part will need replacement. The customer has turn to third party service to repair the device without revealing further details to philips. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290

Manufacturer narrative:
H3 other text : the device was evaluated by the customer.